Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide lot number: no lot# was provided. No further information will be provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that when the strap was deployed, it rebounded on the target tissue and could not be deployed at the first firing. It was reported that the device was used on the ligament. It was also reported that sometimes jamming occurred and the strap was not deployed. Another like device was used to complete the case. There were no adverse patient consequences reported. Additional information was requested.